Manufacturer narrative:
(B)(4). The customer advised physio-control that following the reported issue, they performed a supplemental evaluation of their device and was unable to verify the reported issue. Proper device operation was observed and the device was placed back into service. The cause of the reported issue could not be determined. Physio-control did not perform an evaluation of this device.

Event description:
The customer reported that some of the buttons on the main keypad of their device are not functional. The customer was not able to provide specific buttons which were no longer functioning. The main keypad includes the on/off, charge, and shock buttons. There was no report of any patient use associated with the reported issue.